Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported color bars during inspection for use involving an olympus video system center. The issue was resolved by turning the power off and on and did not reoccur afterward. There was no patient injury reported.